Manufacturer narrative:
Device evaluation by manufacturer: a (B)(4) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. A (b)(64 complaint history review and service history review for similar complaints was performed for calibrator lot number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The intact parathyroid hormone st aia-pack intact pth assay specifications under calibration, page 5, states the following: calibration, calibrators (2)-(6) for st aia-pack intact pth are lyophilized. All levels should be reconstituted with 1ml of cap class I or nccls (clsi) type I reagent grade water. Tosoh recommends that all calibrators be run in triplicate. The most probable cause of the reported issue was due to the calibrators not being reconstituted with cap class I or nccls (clsi) type I reagent grade water. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported out of range low intact parathyroid hormone (ipth) calibrator rates with lot number h535258 on the aia-2000 instrument. The customer reported the daily check passed and quality controls (qc) were within acceptable range. The customer repeated daily check and qc, which passed again. The technical support specialist sent a new box of calibrators for the calibrators for the customer to repeat calibration on the aia-2000 instrument, which resulted in delay in reporting of patient results for ipth. On (B)(6) 2018, the customer confirmed that calibration passed with acceptable range with new calibrators; qc was also within acceptable range. The customer agreed that the previous calibrators were probably not reconstituted with reagent grade water. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.